Manufacturer narrative:
Device analysis report attached. This report is submitted on february 27, 2023.

Manufacturer narrative:
This report is submitted on january 27, 2023.

Event description:
Per the clinic, the patient experienced a wound breakdown and skin flap necrosis, exposing the receiver/stimulator (specific date not reported). The patient underwent revision surgery (specific date not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.